Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a gradual rise on pacing lead impedance measurement was observed on this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. Currently, the device and lead exhibited high out-of-range (oor) pacing lead impedance measurement greater than 2000 ohms. Oversensing was not observed and threshold values were 2.2 volts. The physician decided that a lead replacement will be performed. Attempts to obtain additional information were unsuccessful. As of this time, the system remains in service. No adverse patient effects were reported.